Event description:
F/u visit for a 3 level posterior lateral fusion procedure, l2, l3 and l5, an x-ray revealed that the screw head came off post operatively.

Manufacturer narrative:
Subject device has been rec'd and is currently in the investigation process. No conclusion can be drawn at this time.